Manufacturer narrative:
A ge service representative performed an onsite investigation. The connector of the interconnect cable was evaluated, cleaned and lubricated. The interconnect cable was also ordered for replacement. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system continued to fluoro after releasing the x-ray switch. Additional information was received from the field service engineer confirming that there was no aro (accidental radiation occurrence); the system locked up. No patient death or serious injury was reported related to this event.